Manufacturer narrative:
Exact date unknown, event occurred three years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and increased pain. The patients ipg was nonfunctional and not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device component was discarded.